Manufacturer narrative:
Ptc investigation result received on 16-oct-2015. Ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue. However, no medical events have been reported at this point in time. The technical assessment concluded unconfirmed quality defect. At this point in time no batch number was reported, therefore a batch investigation with respect to similar ae cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Company causality comment: this spontaneous case report was received from a radiologist who was seeking clarification about essure (fallopian tube occlusion insert) confirmation test (hysterosalpingogram-hsg). A patient was submitted to a hsg and essure right-inner marker of outer coil was displaced to the remaining insert and appeared parallel to the insert . This event, seem as suspicion of device breakage, is listed according to technical assessment. Single cases of essure breakage have been reported. In this particular case, the radiologist suspected a breakage of right essure insert at hsg. Although this event was not confirmed at the time of this report; considering its nature, causality with the suspect insert cannot be excluded. Additionally, non-serious event: left: straight for 3cm loops but doesn't overlap; distal marker is perpendicular to 2nd distal marker was reported. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 26-oct-2015 from physician: reporter was learning about the variances of the position of the device that he comes across once in a while. It (essure) was occluded, it was about the position he had a question about. The consultant explained to physician and they agreed it (positioning) was normal. It was interpreted as normal. He has no new additional information to add to this case since it was interpreted as normal. Company causality comment: this spontaneous case report was received from a radiologist who was seeking clarification about essure (fallopian tube occlusion insert) confirmation test (hysterosalpingogram-hsg). A patient was submitted to a hsg and essure right-inner marker of outer coil was displaced to the remaining insert and appeared paralell to the insert . This event, seen as hysterosalpingogram abnormal, is non-serious and listed in the reference safety information for essure. Misinterpretations of confirmation test (modified hsg) may occur. In this particular case, the radiologist was seeking clarification about hysterosalpingogram (hsg) results and at first, breakage was suspected. Upon receipt of follow up information, the physician clarified he had doubts regarding the essure position, but after consulting an essure expert, he concluded the exam was normal. Thus, considering its nature, the event is assessed as related to essure and since breakage was not confirmed, this case was downgraded to non-incident . Based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported.

Event description:
This is a spontaneous case report received from a radiologist in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Radiologist was seeking clarification about hysterosalpingogram (hsg) results. It was stated that the right-inner marker of outer coil was displaced to the remaining insert and appeared parallel to the insert; left was straight for 3cm loops but doesn't overlap - distal marker was perpendicular to the second distal marker. Some type of scaring was also seen on film-subtle case around the insert. Bilateral occlusion was reported. Ptc investigation result received on 16-oct-2015 ptc global number (B)(4). Final assessment. Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue. However, no medical events have been reported at this point in time. The technical assessment concluded unconfirmed quality defect. At this point in time no batch number was reported, therefore a batch investigation with respect to similar ae cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported company causality comment: this spontaneous case report was received from a radiologist who was seeking clarification about essure (fallopian tube occlusion insert) confirmation test (hysterosalpingogram-hsg). A patient was submitted to a hsg and essure right-inner marker of outer coil was displaced to the remaining insert and appeared parallel to the insert . This event, seem as suspicion of device breakage, is listed according to technical assessment. Single cases of essure breakage have been reported. In this particular case, the radiologist suspected a breakage of right essure insert at hsg. Although this event was not confirmed at the time of this report; considering its nature, causality with the suspect insert cannot be excluded. Additionally, non-serious event: left: straight for 3cm loops but doesn't overlap; distal marker is perpendicular to 2nd distal marker was reported. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported follow-up information will be requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.